Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found a bad "lld" spring in the reported problem area of the pipette assembly. Replaced "lld" spring and plunger clamp in position 6, and cleaned tip clamp. The instrument was tested without further problem, and was returned to expected operation.